Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of recn1066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that the drainage on her aspira bag has decreased. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device returned was one 1-l aspira plueral/peritoneal drainage kit, unopened. Visual observation found that the bag was not opened. The device appeared in good condition. Microscopic evaluation of the valve stem of the adaptor was unremarkable. Tactual evaluation of the device was also unremarkable. Functional testing of the bulb by compressing it repeatedly found that air was drawn into the bag. The adaptor was placed in a water source with the bag extending down below. The siphon pump was engaged one time, which induced continuous flow into the bag until the fluid line extended over the 1000 ml marker on the bag. Orienting the device differently contributed to variation in flow rate, but at no time did flow cease. The complaint of slow drainage from an aspira drainage bag cannot be confirmed since the sample returned was not the original bag. Potential causes of the reported event include increased thickness of fluid, damaged valve, loculated fluid, catheter or drainage system kinking, improper connection, incomplete seal, orientation of the drainage bag, and dislodged catheter. A lot history review (lhr) of recn1066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that the drainage on her aspira bag has decreased. There was no reported patient injury.